Manufacturer narrative:
(B)(4). The customer reported intermittent charge button failures. The response center rep verified with the customer that the charge button failures only occurred during op check. The response center rep informed the customer that the reported symptom is consistent with a user error in running the opcheck [where the charge button is not pressed when prompted] and no malfunction. The customer indicated that they did not believe they were running the op check incorrectly, and would like to have the device sent in to the philips for eval. Philips evaluated the device and the repair center technician was unable to reproduce the reported symptom. We are considering this a malfunction but cannot determine the cause as the reported symptom could not be reproduced.

Event description:
The customer reported intermittent charge button failures. The response ctr rep verified with the customer that the charge button failures only occurred during op check.